Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that insulin pump alarmed compromised force sensor system during change infusion sets. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Patient have pump in school. Advise customer to discontinue pump therapy and back up plan. The insulin pump will not be returned for analysis.